Event description:
On 4/19/93 at 12:15 pm, five minutes after hemodialysis treatment of patient was initiated, air was obseerved in the arterial blood tubing set. The patient was immediately disconnected from the dialysis machine and upon further inspection by the patient care technician, a defect was found in the arterial tubing at a glued connection. This artereial tubing was replaced with a new one and the defective one cleaned with bleach. Baxter healthcare was notified and all of the lot was recalled from our unit. The defective tubing was forwarded to baxter for testing. There was no patient symptoms however a reoccurence of this problem, not immediately noticed, could lead to air embolus. The hemodialysis machine does have an air detector on the venous blood tubing prior to returning blood to patient, however it can be in bypass mode, (although never should during a treatment). It is also possible for small foam bubbles to go through the aiar detector without alarm for a period of time.the other devices in use at the time of the event was a hemodialysis machine a dialyzer, venous tubing set, normal saline bag with administration set, two tranducer protectors and two 15g fistula needles. No problems were noted dwith these devicesdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: component failure, inadequate quality assurance, manufacturing, none or unknown. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.